Manufacturer narrative:
The field service engineer replaced the pinch tubing and pinch valves after finding a hole in the pinch tubing. The calibration and qc were within the acceptable range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys vitamin d assay and elecsys tsh assay results for five patient samples with the cobas e 801 module. Patient 2 (B)(6): the initial vitamin d result was 38 ng/ml. The repeated result on other e801 was 21 ng/ml. Patient 3 (B)(6): the initial tsh result was 0.51 uiu/ml. The repeated result on other e801 was 1.95 uiu/ml. Patient 4 (B)(6): the initial tsh result was 0.37 uiu/ml. The repeated result on other e801 was 1.25 uiu/ml. Patient 5 (B)(6): the initial tsh result was 0.15 uiu/ml. The repeated result on other e801 was 1.74 uiu/ml. Patient 6 (B)(6): the initial tsh result was 0.04 uiu/ml. The repeated result on other e801 was 2.02 uiu/ml. The questionable results were reported outside of the laboratory. The repeated results were deemed correct and corrected reports were sent. The reagent lot numbers and expiration dates were requested but not provided.